Event description:
It was reported that a patient was scheduled for removal of their vns due to unspecified adverse events and a lack of efficacy. The lead and generator were explanted on (B)(6) 2015. The explanted devices have not been received by the manufacturer to-date. No additional relevant information has been received to-date.